Manufacturer narrative:
Argus case (B)(4).

Event description:
It caused a reaction she is choking what do I do ? I got some help on the way .she is choking I need to get it out of her mouth.[choking]. The poligrip it is making mucus developing in her mouth, it is bad deal .[mucus discharge] it caused a reaction [adverse reaction]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), mucus discharge and adverse reaction. On an unknown date, the outcome of the choking, mucus discharge and adverse reaction were unknown. It was unknown if the reporter considered the choking, mucus discharge and adverse reaction to be related to super poligrip (unspecified zinc free variant). Additional information: the adverse event information was received via phone call on 12 june 2020. Consumer stated, "iam calling about the poligrip, it caused a reaction she is choking what do I do? I got some help on the way. She is choking I need to get it out of her mouth. The poligrip it is making mucus developing in her mouth, it is bad deal".